Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lots, 0357956 and 1140689, no quality issues were found during production. Our quality engineer reviewed the provided photo and observed two 20 gauge nexiva units. One unit had the needle assembly partially pulled back through the tip shield and the other had the needle pulled back fully through the tip shield. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported 2 bd nexiva¿ closed IV catheter system had issues with needle disengagement. The following information was provided by the initial reporter: "when removing the needle from the device after placement the needle was stuck in the device and not removable as usual."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1140689. Medical device expiration date: 04/30/2024. Device manufacture date: 05/20/2021. Medical device lot #: 0357956. Medical device expiration date: 11/30/2023. Device manufacture date: 12/22/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd nexiva¿ closed IV catheter system had issues with needle disengagement. The following information was provided by the initial reporter: "when removing the needle from the device after placement the needle was stuck in the device and not removable as usual."